Event description:
It was reported that the procedure was to treat a lesion located in the distal part of the narrow lesion in a heavily tortuous and mildly calcified unspecified coronary artery. Resistance was felt during advancement of the balloon catheter to the lesion and when the 4.5x15 mm voyager nc balloon was inflated for the first time to 16 atmospheres, the balloon ruptured. A new voyager nc balloon was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.